Event description:
It was reported that the patient presented in clinic. Interrogation noted that the right ventricular lead and atrial lead exhibited insulation damage. The left ventricular lead exhibited high capture threshold. All lead were capped on (B)(6) 2024. The right ventricular lead was replaced during procedure. There were no patient consequences.

Event description:
It was reported that the patient had a history of high capture thresholds on the left ventricular (lv) lead, the patient presented for lead revision. During the procedure under fluoroscopic guidance insulation abrasion was noted on the chronic right atrial (ra) and right ventricular (rv) leads. The leads were repaired using silicone repair kit. The lv and ra lead were capped and replaced, the chronic rv lead was placed in the coronary sinus (cs) and a new right ventricular lead (lbbap) was implanted. The patient tolerated the procedure well and was discharged.